Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was not working. There was no further information provided. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the allegation that the pump was not working as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: power events were observed in the pump black box occurring on (B)(6) 2013. The battery cap was not returned with the pump for investigation. The pump battery compartment was observed to be cracked at the case seal. A test cap was inserted and was able to attach securely to the pump. The pump was powered on and exercised for 24 hours without power issues. The pump current draws were tested and were confirmed to be within specifications. The pump cover was removed and no evidence of internal moisture or other damage was found inside the pump. A power event was observed in the pump history but was not duplicated during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.